Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the limb ischemia was unable to be determined as no product was returned and insufficient clinical details were provided.

Event description:
The user facility reported a 79-year-old male was implanted with an impella cp device for circulatory support. When the patient was taken to the or for a CABG and a left main occlusion, it was noted that there was no flow to the right leg. The patient was therefore put on bypass, and the impella was explanted. The impella site was surgically closed prior to completion of the CABG. Staff had no additional concerns.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿